Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2017 at 5:00 pm due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose would not go down. The customer¿s blood glucose at the time of admission was 540 mg/dl. The customer had symptoms of headache, vomiting, and was not eating. The customer was still currently in the hospital at the time of the call. The customer's current blood glucose was 157 mg/dl. Troubleshooting was performed on the insulin pump. They ran a manual prime. It took a long time for the insulin to come out. It was noted that they previously had soda pop or champagne air bubbles. They were advised that the size of the air bubbles was acceptable. The insulin pump will not be returned for analysis.